Event description:
Patient reported " started presenting pain in the right breast" healthcare professional reported "observed capsular contracture baker grade iii, bilaterally, but more accentuated on the left side." "Sparse cysts" "this is for the right side. The device has been explanted.

Manufacturer narrative:
(B)(4).. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, cysts, capsular contracture baker grade iii.